Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) checked the log file of the subject device and confirmed that error e228 and e229 occurred on (B)(6) 2021. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, omsc surmised that the reported phenomenon occurred due to the failure of the video connector socket. The exact cause of the video connector socket failure could not be conclusively determined. Based on the provided information, the user changed the procedure to open surgery since the error of the subject device continued to occur.

Manufacturer narrative:
The subject device was returned to the olympus local service department. The olympus local service department checked the subject device and found that the reported phenomenon could not be duplicated and the intermittent image of the subject device was displayed due to a poor contact or loose electrical connections into the video connector socket of the subject device. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for laparoscopic surgery to treat inguinal hernia, a scope ID data error e228 and e229 occurred. The user restarted the subject device and wiped the terminals of the video connector socket of the subject device, but the subject device did not work normally. The user exchanged the procedure for open surgery. The procedure was completed with another device. The event date was unknown.